Event description:
Situation: foreign body. Due to failed stop-pin weld on impactor used in total shoulder replacement system. See photos. Outcome: detected on post operative images. Pt returned to operating room and general anesthesia for removal. No residual issues. Stop-pin fell into operative wound undetected. Discovered post operatively in pacu.